Event description:
It was reported the stent moved on the balloon. A synergy coronary drug-eluting stent was selected for use. During preparation of the device, when removing the protection, the stent slipped off the balloon. The device was replaced to complete the procedure and there were no patient complications.

Manufacturer narrative:
The synergy ous mr 4.00 x 24mm stent delivery system (sds) was returned for investigation. Visual, tactile and microscopic analysis was performed on the device. Stent damage was noted where the stent struts pulled and bunched at the mid-section of the stent, and it was not attached to the balloon. No other device issues were identified during returned product analysis. The reported event was confirmed.

Event description:
It was reported the stent moved on the balloon. A synergy coronary drug-eluting stent was selected for use. During preparation of the device, when removing the protection, the stent slipped off the balloon. The device was replaced to complete the procedure and there were no patient complications.